Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling es monorial (mr) balloon catheter with no other devices. It was noted during unpackaging that dried blood and contrast were present in the shaft and balloon. The balloon catheter was returned in a deflated state. The balloon was inspected under magnification to locate the balloon defect. A pinhole and scratches were confirmed in the balloon wall 15 mm from the tip. The tip was damaged. Inspection of the balloon and tip presented no irregularities that could have contributed to the damage. The returned device is relatively consistent with the reported balloon burst; however, there is no evidence of any material or manufacturing deficiencies that could have contributed to this complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Access was gained through the right femoral artery. The 100% stenosed lesion being treated was located in the moderately tortuous and severely calcified right anterior tibial artery. The 1.5mm x 20mm x 143cm sterling es monorail balloon dilatation catheter was advanced to the target lesion when the balloon ruptured on the initial inflation at 8 atm. The procedure was completed with a sterling es over the wire balloon dilatation catheter. There were no patient complications reported and the patient status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Access was gained through the right femoral artery. The 100% stenosed lesion being treated was located in the moderately tortuous and severely calcified right anterior tibial artery. The 1.5mm x 20mm x 143cm sterling es monorail balloon dilatation catheter was advanced to the target lesion when the balloon ruptured on the initial inflation at 8 atm. The procedure was completed with a sterling es over the wire balloon dilatation catheter. There were no patient complications reported and the patient status is good.